Manufacturer narrative:
The insulin pump had no reservoir volume icon anomaly noted. No button error alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump did not react on its own. No number ramping or scrolling screens noted. The insulin pump had a cracked case at display window corner and cracked display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer was able to clear the alarm, but buttons are not working. Customer's blood glucose was 137mg/dl. Customer stated that numbers are ramping on their own. Customer stated the scroll bar is moving with no input. Advised customer the up or down button may be stuck. Advised customer the insulin pump will need to be replaced and revert to back up plan.